Event description:
(B)(6). The scanners that the production/manufacturing team uses to scan the bard codes whenever a system has been set up never worked and yet they continued to use it intentionally undermining the quality of the medical device. Pt: 4580. Device: 2017. Ref: mw5187922.